Manufacturer narrative:
Failure analysis noted the insulin pump was received with button error alarm response due to corroded keypad traces. No moisture damage noted on the electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer mother reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. The customer's blood glucose reading was 118 mg/dl. Mother stated the insulin pump was exposed to moisture, water from the sprinkler. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.